Manufacturer narrative:
(B)(4). There was no malfunction of the device. This was a use issue.

Event description:
This customer reported that the users performed an operational check on the defibrillator while it was attached to the pt. There was no negative impact to the involved pt.